Manufacturer narrative:
(B)(4). The complaint states that the patient experienced an adverse event on (B)(6) 2015, resulting in paramedics being called. No additional information is available.

Event description:
Patient's mother contacted dexcom technical support on 09/02/2015, to report an adverse event that occurred on (B)(6) 2015, which required medical intervention. The patient's mother stated the paramedics were called. No additional event or patient information is available.